Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported the via email that the surgeon was performing btb acl recon arthroscopically using rigidfix. Op went well, wounds closed. Whilst taking 2nd interlocking trocar from lat femur with correct removal tool from rigidfix tray it snapped, whilst twisting & pulling as per op tech. Point of breakage was at one of the small holes in trocar. Surgeon decided to leave remains of trocar in-situ: risk of damage to lat fem cortex, close to femoral tunnel, if removed outweighed the disadvantage of leaving it in situ.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch. A follow-up medwatch will be filed as appropriate. The complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).